Event description:
The event occurred on an unspecified date and involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port. The report states that "safeset had disconnected below the needless access device and was leaking blood." The reporter checked yes on the field "has there been a serious deterioration in the state of health of a patient, user or other person", due to the risk of exsanguination. There was patient involvement, however, no death or potential of death or serious deterioration in health of patient, user or other person. There was a delay in critical therapy due to delayed procedure. This report captures 2 devices.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The reported complaint of separation was confirmed on both the returned samples. During visual inspection, the safest port was received separated from the 3" pressure tubing on both samples. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed on both the returned samples. The probable cause of the pressure tubing separation on the returned samples occurred due to insufficient solvent coverage on the tubing during assembly at ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.